Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. After connecting the pump to a power source and turning the pump back on, the customer stated the pump would not charge past 5%. Reportedly, the customer began using manual injections as insulin therapy to let the pump charge overnight. The pump still would not charge and subsequently died due to insufficient power. It was confirmed that the charging supplies were able to successfully charge another device. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Reportedly the customer will use manual injections as insulin therapy until the replacement pump is received.